Event description:
Our (B)(4) affiliate reports on (B)(6)2010, a pt reported experiencing discomfort and being diagnosed and treated for a corneal ulcer in the left eye (os) while wearing 1-day acuvue trueye narafilcon a product (narafilcon a product is not marketed in the us). On 09/30/2010, an interview was conducted with the director of the eye clinic where the pt was seen and treated. The director confirmed that the pt initially presented to the clinic on (B)(6)2010, was diagnosed with a corneal ulcer od and treated with hyalonsan and cravit drops. The pt returned for f/u on (B)(6)2010 and on (B)(6)2010. Doctor stated that on (B)(6)2010, the clinical record indicated that a "corneal opacity remained." The doctor refused to provide any additional info. No additional info is expected to be received. Because a corneal ulcer may or may not be a serious injury, this event is being reported as worst case. The product in question was requested for return for eval but has not been received. A lot history was requested and indicated that the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The product was produced under normal conditions. Based on the limited info available, no further investigation can be done at this time. If additional info is received, it will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.